Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3 and g2.

Event description:
The reported problem occurred before a therapeutic procedure. No other devices were involved in the event and no delay in procedure occurred. The intended procedure was completed using a different device. The device was inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was a short circuit of the board and cable.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. However, the unit failed a leak test due to a puncture on the cable. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when the camera head was connected, it was not recognized. There was no patient injury, associated with the problem, reported to olympus.